Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 53 mg/dl. Customer treated their low blood glucose with food. Customer¿s current blood glucose level was 373 mg/dl. The insulin pump was not returned for analysis.